Event description:
Failure to osseointegrate.The material number has been updated and batch number was provided onthe label with the returned product, which is reflected in this followup report.

Event description:
FAILURE TO OSSEOINTEGRATE.

Manufacturer narrative:
The material number has been updated and batch number was provided onthe label with the returned product, which is reflected in this followup report.